Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The following sections were updated/corrected: updated: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h10. The event was confirmed with product received. Visual inspection reveals that the tip of the shaft is twisted and fractured. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Establishment name: the fourth affiliated hospital of (B)(6) medical college. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the instinct java screwdriver fractured. The broken pieces were retrieved and the case was completed using an alternate device. There were no reported patient impacts.